Manufacturer narrative:
Device evaluation: there was no damage to the distal tip of the device. The stent was positioned on the balloon between the marker bands as per specif ications. The stent was deformed with raised struts at the 1st and 2nd distal stent segments. (B)(4).

Event description:
It was reported that the physician was attempting to treat a severely calcified and moderately tortuous lad lesion exhibiting 90% stenosis. The physician attempted to use an endeavor resolute (rx) drug eluting stent. No damage was noted to the device packaging or issues removing the device from the hoop/tray. The device was inspected and negative prep performed with no issues noted. During the procedure, the lesion was not pre-dilated. It was reported that the device did not pass through a previously deployed stent. Resistance was encountered but no excessive force was used. The device failed to cross the target lesion. Another endeavor resolute device of the same size was used to replace the device and the procedure was completed without any complication. No patient injury reported. The physician commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. When the device was returned for evaluation, it was noted that the stent was damaged. Please note that this device, endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.